Event description:
The user facility returned an asset gyrus, pk-sp generator to olympus to the service center. The user facility did not report a malfunction with the device. Upon inspection and testing of the returned unit, the printed circuit board was damaged. There was no patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device returned to olympus for evaluation. The evaluation uncovered the core transformer on the printed circuit board was broken. Additionally, the housing had minor scratches and a dent. The software on the unit was up to date and. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.